Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and it passed visual inspection. Global transmitter final functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the transmitter. The customer complaint of a permanent out of range signal was not confirmed. The root cause could not be determined.